Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for e-5 and hi display. Husband is calling on behalf of the customer. The expected fasting blood glucose test result range is 200-240mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored correctly in the living room. During the call on (B)(6) 2018, a back to back test was performed by the customer and produced test results of hi and 597mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/22/2019 and open vial date is a few days ago. The meter memory was reviewed for previous test result history. (Date and time are not correct) (B)(6). Husband is calling regarding an e-5 error and during troubleshooting customer obtained an hi display. Husband does not know wife's a1c. Husband states wife just ate cake and had sweets and her reading would be high. Strips are stored correctly. Husband states strips are being stored correctly.